Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a technician in training in the use of the perclose proglide device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, the "knot wouldn't slide down and was stuck in the proximal guide". The knot was pulled out of the guide and advanced. Hemostasis was achieved by the device. There was no reported adverse patient sequela. Though requested, additional information was not provided.